Manufacturer narrative:
The system was examined and the reported ¿system message for the lamp¿ was confirmed in the (event log review). The lamp was subsequently replaced. However, the reported ¿handpiece cutting issue¿ was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 26, 2015. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported ¿handpiece cutting issue¿ cannot be determined conclusively. The root cause of the reported ¿system message¿ can be attributed to the lamp. However, no problem was found with the lamp as it functioned to its expected rated life. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An engineer reported that a vitreous handpiece stopped cutting and a system message was displayed before a procedure. There was no patient involved.